Event description:
A customer reported that a footswitch was not recognized during a procedure. The footswitch was exchanged to complete the case. There was no patient harm

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the customer reported that the footswitch was not recognized by their associated system. A review of the system¿s event log reveals that system message (sm) - ¿please connect footswitch¿ displayed once on april 15, 2015. However, this system message would display when the footswitch is disconnected from an active system. The system was manufactured on june 30, 2010. Based on qa assessment, the system met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).